Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter revision kit, verification of all final testing performed by/on the us catheter revision kit, and packaging for subject us catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter revision kit function. Device was not returned for additional evaluation and investigation. It was believed that the underinfusion volume discrepancy was caused by the catheter not being in the correct spot. The cause of the catheter migration was unknown. Per the instructions of use of the device, catheter migration was a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported that a catheter revision was performed due to an underinfusion volume discrepancy being observed. The expected volume wasn't provided, but the actual aspirated volume was the full 20ml that the pump was filled with. During the revision surgery, it was noted that the catheter had migrated. Catheter had been previously revised due to catheter migration. The catheter was not returned. MFR 3010079947-2021-00111 addressed the previous allegation of catheter migration.